Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) male patient was receiving frequent adjust belt messages. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. Upon investigation the monitor had no driven ground signal, causing the reported check belt alarms. The cause for the failure was isolated to an open driven ground resistor r781 and an open r45 resistor on the monitor c/a board. The root cause for the open resistors could not be positively identified. No adverse event resulted from the open resistors. The patient received a replacement monitor.